Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. The insulin pump did not have cracks on the lcd screen.

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the insulin pump and the glucose meter was stolen from their lunch box. Customer advised they work outside and there insulin pump was exposed to rain. Customer advised the insulin pump was turned off for 12 hours and then it restarted. Customer advised there was a crack on the lcd screen and near the act button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.